Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem depending on the event. H1 type of reportable event - corrected - no malfunction depending on the event. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter hub was intact. The strain relief was removed and there was a bend on the shaft/secondary strain relief 5.8cm from the proximal of the hub. The catheter shaft was kinked 62cm and 86cm from the proximal of the hub. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The device was flushed and a patency mandrel was advanced thought the catheter shaft without issue. A demo guidewire was advanced through the catheter shaft without issue. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was not confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Also, additional information indicated that it is unknown if flush was given inside the microcatheter when inserting the guidewire. The material removed during the procedure was not returned so it could not be determined if the material was polytetrafluoroethylene (ptfe) from the inner lining of the catheter. There was no material seen when completing functional test during analysis. The reported event 'catheter ptfe inner lining peeling' will be as assigned undeterminable as the material removed during the procedure was not returned. The catheter shaft was found to be kinked which may have caused friction trying to advance the guidewire during the procedure. The reported event 'catheter difficulty advancing guidewire' as well as the analysed event 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the operator inserted the guidewire into the subject microcatheter. However, the guidewire did not come out from the distal tip of the subject microcatheter. When the guidewire was removed, something like a coating came off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the operator inserted the guidewire into the subject microcatheter. However, the guidewire did not come out from the distal tip of the subject microcatheter. When the guidewire was removed, something like a coating came off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.